Manufacturer narrative:
Failure of subject driver was discovered after being used in surgery and did not lead to any delay in procedure or harm to the patient. Subject driver was used as an adjustment instrument after the mating screw was inserted under power using a navigation driver. Although the bone quality was stated to be fine, the mating screw was placed under extreme torque. When adjusting, the torque required to break the screw likely exceeded the material strength of the driver tip. Root cause is therefore misuse due to the adjustment of an over-torqued/inserted screw.

Event description:
Surgeon put the screw in with navigation driver under power. After all screws were in, he used the 059.7050 driver to adjust, and the tip broke in the screw. The patient's bone quality was fine and no harm occurred.